Event description:
It was reported that while in the process of priming the pump, the pump stop command was selected on the system monitor and the screen appeared frozen with a flash of the number 82 on the system monitor. Multiple attempts were made to initiate the pump stop command. Eventually the system monitor was turned off and turned back on which appeared to resolve the issue.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor could not confirm the reported event of the screen freezing up and 82 observed on the monitor. The system monitor functioned as intended during analysis. The unit was tested and returned to the rental / loaner pool. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 02aug2012. The unit was issued to the rental / loaner pool on 21aug2012. The unit was manufactured on 24jul2012. Heartmate ii power module instructions for use revision b states if the monitor screen does not function, contact thoratec for assistance. No further information was provided. The manufacturer is closing the file on this event.